Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. It was reported that air bubbles were observed within the infusion set tubing. In addition, it was reported that two occlusion alarms occurred. Reportedly, the customer changed out their supplies to address the issues.